Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error excessively during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test due to excessive motor error alarms.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. The pump was exposed to high magnetic field. The displacement test and self-test were not possible. The drive support disk was not damaged. Troubleshooting was not able to resolve the issue. The device was returned for analysis.